Event description:
Healthcare professional reported through the national breast implant resgistry (nbir) "suspected/actual rupture/deflation, change shape/size/style". This record is for the right side. The device was explanted.

Manufacturer narrative:
Follow-up is not possible with the national breast implant registry, therefore additional event, product, and/or patient details are not attainable. The reason for reoperation is: rupture.